Event description:
It was reported that the bd safetyglide¿ needle experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no. 305916; batch no.: 9325583 pharmacy rep called and stated that there were "two big holes in the product packaging", and rep questioned whether or not it would still be sterile. No adverse events. Date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no. 305916; batch no.: 9325583. Pharmacy rep called and stated that there were "two big holes in the product packaging", and rep questioned whether or not it would still be sterile. No adverse events. Date of event: (B)(6) 2020.